Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After data evaluation, the cse replaced the reagent 1 and reagent 2 transducers, source lamp and the reagent 2 probe tip and arm assembly. The cause of the discordant tacrolimus results is unknown. The cse successfully performed probe alignments and successfully ran quality controls. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant tacrolimus results were obtained on multiple patient samples on a dimension exl 200 instrument. It is unknown if the discordant results were reported to the physician(s). The samples were repeated on the same system. It is unknown which corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tacrolimus results.